Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient misplaced his patient programmer and was subsequently unable to use stimulation. Once the patient programmer was located, stimulation was felt on the right leg, but not the left. The patient denies falling or suffering any recent trauma. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.